Manufacturer narrative:
The company representative was unable to identify the cause of the event because there were no errors in the log. As a precautionary measure, the power supply ((B)(4)) and the power switch ((B)(6)) were replaced. The unit was tested to factory specification. It functioned normally and was returned to the customer. A review of the service history does not indicate any systemic issues.

Event description:
The customer reported that while the unit was in use on a pt, the unit triggered an alarm and the pump shutdown. The iabp was powered on again and the pump operated for a period of time, but shutdown again. The iabp was plugged into an ac power source and rebooted. The iabp was running for approx one hour. The pt was switched to another unit and therapy was continued. No pt injury was reported.